Event description:
On june 11, 1999 safeskin corporation was served with the following lawsuit; plaintiffs claim alleges the following; suffered from allergic rhinitis, dermatitis, shortness of breath, itchy and watery eyes, wheezing, systemic asthma and unicarla. Plaintiff has also been diagnosed as suffering from type-1 latex allergy.